Event description:
A healthcare facility in france reported via a fisher & paykel healthcare (f&p) field representative that one of the tubings of an ojr410 optiflow junior 2 nasal cannula was detached from the cannula end. F&p is currently gathering additional information regarding the reported event, and the subject device has been requested for return for evaluation.

Manufacturer narrative:
(B)(6). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.